Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned although it was initially reported they would be. Follow-up for additional event information was conducted utilizing work instruction (B)(4). No additional information was obtained. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Examination of provided photographs and x-rays by a depuy customer quality analyst found it cannot be determined from x-rays or photos provided if product was the source of complaint. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient has recently presented with a painful knee. This pain has become increasingly severe and the knee has become progressively stiffer. A decision was made to revise this knee.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.